Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level ranged from 269 to 500 (mg/dl). The customer delivered correction boluses. Reportedly, the customer would use the current pump for therapy but also has manual injections available.